Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned for analysis. External insulation abrasion exposing the outer coil due to friction to device can or feature of patient anatomy was noted at 39.2 cm - 39.3 cm, 39.4 cm - 39.5 cm, 39.6 cm - 39.7. And 39.8 cm - 39.9 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.